Event description:
It was reported that, on an unspecified date, the pump dosing was changed from 2000mcg/day simple continuous to 2015mcg/day flex dosing. When this change was performed, it was indicated that the elective replacement indicator (eri) had moved from 80 months to 76 months. On the date of this report, side port access was attempted. The catheter was deemed to be not patent by the healthcare provider (hcp). A catheter and pump replacement was planned for the same date. The pump was to be returned to the manufacturer for analysis. However, as of the following day, was cancelled or postponed. The patient was doing better after the side port access. It was unknown if the patient experienced any symptoms or complications associated with the event. The device system was used to deliver lioresal. The cause of the event, patient symptoms and additional treatment/interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).